Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
It was reported that the insulin pump had under delivery and the customer was hospitalized due to high blood glucose level and ketones on (B)(6) 2019 with blood glucose of 25 mmol/l at the time of incident. The customer's current blood glucose is 20 mmol/l. The customer treated high blood glucose with insulin infusion in the hospital. Customer was reported that they were unable to complete care link upload. The reservoir will not be returned for analysis.